Event description:
Advia centaur xp ((B)(6)) results that were in the retest zone were obtained for a patient sample. The patient sample was run five times for the (B)(6) assay. The results were in the retest zone and were not repeated in duplicate per the instructions for use (IFU) . The customer reported the initial result as (B)(6). The repeat results were inconclusive. It is unknown if the reported (B)(6) result was the correct result. The physician did not question the result. Emergency room patient being treated for a human bite. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the (B)(6) results.

Manufacturer narrative:
The cause for the ahbs2 results that were in the retest zone is unknown. The repeat results were inconclusive. The customer did not follow the IFU testing algorithm. The IFU was reviewed with the customer. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use (IFU) states in the interpretation of results section: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. -nonreactive: samples with an initial value <8 miu/ml. Anti-hbs is below 10 miu/ml and the patient is considered not to have protective immunity to hbv infection. -(B)(6): samples with an initial value greater than or equal to 12 miu/ml. Anti-hbs is detected at greater than or equal to 10 miu/ml and the patient is considered to have protective immunity to hbv infection. -retest zone: samples with an initial value greater than or equal to 8 miu/ml and less than 12 miu/ml. If results are within the retest zone after initial testing, samples must be retested in duplicate. After retesting, if 3 results are available and 2 results are greater than or equal to 10 miu/ml, then the sample is considered to be (B)(6). If 3 results are available and 2 results are < 10 miu/ml, then the sample is considered to be nonreactive."